Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, instructions for use (IFU), quality control, functional testing and visual inspection of the returned device was conducted during the investigation. The flexor raabe guiding sheath was returned to the manufacturer for evaluation. Visual inspection and functional testing of the device were performed. Damage was noted at the taper of the dilator approximately 8millimeters (mm) from the tip. The dilator also had an area approximately 1.5 centimeters (cm) in length past the initial, reported damage which appeared "shaved". The dilator was inserted through the distal end of the sheath. An attempt to load the dilator through the check-flo was unsuccessful. It stopped with 2 cm of dilator inserted. The check-flo was removed from the sheath and the dilator was inserted through the disc of the check-flo. A large piece of glue partially obstructing the inner diameter of the sheath was removed from the body of the check-flo. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that list the indications for use, contraindications, warnings and precautions. Per the IFU: " do not use the product if there is doubt as to whether the product is sterile. Upon removal from package, inspect the product to ensure no damage has occurred. Upon removal from package, ensure the inner diameter of the introducer is appropriate for the maximum diameter of the instruments or catheter to be introduced. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Based on the available information and results of the investigation the most likely root cause of the reported event may be related to a process error in the manufacturing of the device. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
It was reported that during preparation for procedure the inner dilator of the flexor raabe guiding sheath would not load through the check flo; however, the dilator was able to load through the opposite end. A second device was opened and successfully used. Device evaluation performed by the manufacturer noted glue on the body of the check-flo.